Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
This is a duplicate event of MFR report #: 3006630150-2015-00669.

Manufacturer narrative:
Expiration date: ni.